Manufacturer narrative:
(B)(4). Baxter received and evaluated the device and found it was out of spec in relation to the reported symptom, constant upstream occlusion alarm, which was not reproduced but confirmed through a review of the device event history log. The upstream sensor had low fluid numbers. With low ultrasonic readings it would make the pump more sensitive to upstream occlusion alarms. The upstream sensor was replaced.

Event description:
It was reported that a spectrum pump constantly displayed the upstream occlusion message. It was also reported there was no pt involvement.